Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not able to connect with the ins recharger. The patient reported that charging is becoming a hindrance for her and the previous ins was better. The patient reported she spends 8 hours, sometimes 12 hours, to charge the ins. It charges very slowly. The patient only gets 4 bars and sometimes 2 bars. She cannot keep bars because it constantly moves in her body. It was reviewed that poor coupling is one of the reasons why it is taking longer to charge. The patient said she does not have time to charge. It was reviewed that the healthcare provider (hcp) may be able to change settings so that she does not have to charge as frequently. The patient indicated that needs therapy constantly. If she does not have therapy, she cannot walk, sit or lay. She has the ins on 24/7. The patient last had stimulation a couple of days ago. The reported she was walking on steps/stones and one was lower than the other. She stepped down and stopped feeling stimulation. The patient last successfully charged their device in (B)(6) or (B)(6) 2017. The patient was not able to communicate with an external device. The patient was redirected to their hcp to perform a physician mode recharge and troubleshoot the coupling bars issues. There was no stimulation. No further complications were reported/anticipated. The indication for implant was non-malignant pain.